Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump had a blank display. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with blank display due to broken solder joint on (B)(6).